Manufacturer narrative:
(B)(4). Motor error alarm during occlusion test due to faulty forced sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm during a bolus. Blood glucose level at the time of the incident was 130 mg/dl. Customer mentioned the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.